Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the needle tip breaking in-site complaint via email. Chc complaint reference #: (B)(4) customer (hospital) name: customer address:contact name: phone: e-mail: correspondence language: english cat# of product being complained: bd383591 description of product: guide flow rate cath 22gax1in nexiva 20ea/bx 4bx/ca lot or s/n: unknown complaint category: damaged / broken rga number: incident date: unknown hospital complaint reference #: details of complaint (reported issue): " needle tip breaking in-site." "Likely a singular incident and there were no recalls." Incident date unknown. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 55 ea samples available? Yes, is customer requesting an rga? Yes, return qty: qty samples: 55 ea.